Event description:
It was reported that the ventilator had an alarm light emitting diode (led) failed. There was no patient involvement. The reported issue occurred during set up with no delay to therapy noted. The customer troubleshooting with technical support and was advised to check the error log for error code 1105 and test the device to duplicate the issue. The customer was advised to replace the power switch overlay. Following the evaluation of the device, the customer replaced the power switch overlay to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed to have failed to meet specifications.